Event description:
Patient was revised to address groin pain.

Manufacturer narrative:
Examination of the returned devices finds nothing unusual for the length of time implanted. A worldwide complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. Follow-up for additional event information is being conducted utilizing work instruction (B)(4). No additional information has been obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, bursitis, swelling,and erosion between the head and stem (no corrosion was noted). The patient had a stem placed during a hip replacement before 2005. The manufacturer of the stem is unknown. No labs were provided for the alleged high metal ions. A correct doi was provided. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
Examination of the returned devices finds nothing unusual for the length of time implanted. A worldwide complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. Follow-up for additional event information is being conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information has been obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges infection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.